Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during drain 5. The technical service representative (tsr) asked the hp if there was air in the patient line, and the hp stated there was a little. The tsr had the hp cycle the power; close the transfer set, closed all clamps, and turned the hc off. The hp turned the hc back on and the hc went to "press go to start". The tsr instructed the hp to disconnect and complete therapy using manual supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.